Event description:
Info received indicates the casters don't hold when in brake.

Manufacturer narrative:
The tech found the casters were worn. He replaced the brake and brake/steer caster to repair the stretcher.